Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. A complete lead was returned in two portions. Final analysis found a full breach outer insulation degradation was noted at 4.5cm from the connector pin that exposed the outer coil.

Event description:
This report is to advise of an event observed during analysis.